Event description:
It was reported that extracorporeal membrane oxygenation (ECMO) was initiated due to hemodynamic collapse. A second impella insertion was considered however, cardiac rupture occurred, preventing placement. As the rupture happened before any impella related steps such as guidewire or pigtail insertion was performed. The death was determined to be unrelated to the device.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D1 brand name was updated. Unable to deliver or advance: the cause of the unable to deliver or advance was unable to be determined as insufficient clinical details were provided.